Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: hospital biomed reported that while testing the pump, he is getting kinked catheter, high baseline, and large helium leak alarms. Biomed stated that this was reported to us via a patient safety report. He is still trying to gather the patient information and will forward that once received.

Manufacturer narrative:
(B)(4), returned for investigation was an ac2 pump assembly (p/n 77-3200-001, s/n (B)(6)). The sample was returned in a brown cardboard box with protective shipping packaging. Visual inspection of the pump assembly was performed and no abnormality was noted. The returned pump assembly was installed into a known good ac2 for functional testing. The pump was powered up successfully, and no abnormalities were noted on the screen. Pumping was initiated successfully; however, a grinding sound was heard from the pump assembly. After approximately 60 minutes of pumping, a high baseline alarm occurred. The top of the pump assembly's bellows box was opened, and pumping was initiated to more closely determine source of the grinding noise. It was noted the grinding sound appeared to be coming from the lead screw which drives the bellows. No closer inspection to what was causing the grinding sound could be completed. Note: this is the original pump assembly for this pump. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of multiple alarms including high baseline is confirmed. The pump alarmed high baseline during the complaint investigation. A grinding noise was heard coming from the lead screw within the pump assembly. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet specifications during the complaint investigation due to the high baseline alarm. The root cause of this complaint is manufacturing related. This will be monitored for any developing trends. A non-conformance has been initiated to further investigate the issue.

Event description:
Reported issue: hospital biomed reported that while testing the pump, he is getting kinked catheter, high baseline, and large helium leak alarms. Biomed stated that this was reported to us via a patient safety report. He is still trying to gather the patient information and will forward that once received.